Event description:
It was reported that the user experienced fluctuating blood glucose readings, including hyperglycemia after consuming a meal with approximately double the usual carbohydrate amount, followed by a low reading on the pump, while using an ilet system with a contact detach 23-inch, 6 mm infusion set. Symptoms included no reported clinical symptoms during the high or the low. Outcomes included self-treatment of the low with oral carbohydrates and return to target range, with no hospitalization. Investigation included troubleshooting and education on hyperglycemia of unclear cause and low glucose management. Investigation of this case revealed no device malfunction reported, with events attributed to cause unclear given variable intake and insulin use, and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.